Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller stated the cuff of the 8dct tracheostomy tube was pretested and inserted in a pt last week. They noticed about twenty minutes later, that the cuff was not holding air. The tracheostomy tube was removed, and replaced with another new unspecified tracheostomy tube. They noticed there was a small hole in the cuff of the removed 8dct tracheostomy tube.